Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The lot number is unknown; therefore the device history records are unable to be reviewed. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
I was reported four (4) screws broke during while replacing the bone flap. The screws were inserted half way (each at the same height) when they broke. The bottom half of the screws remained in the bone flap. The surgeon was able to complete the surgery, he repositioned and fixated the plate with new screws.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The products were returned for evaluation. The product identity was confirmed in the evaluation. According to the evaluation, the screws were returned with no original packaging. A digital microscope was used to evaluate the screws. According to the evaluation, all four screws were found to be fractured through the minor diameter; therefore the complaint is confirmed. The remaining threads of all screws show minimal signs of deformation. The heads of all screws show signs of maintaining good retention during insertion. The most-likely underlying cause of this complaint is due to excessive force being applied to the screws during insertion causing the screw fracture. The DHR was reviewed and no non-conformances were found. According to the evaluation, there are no indications of manufacturing defects.